Event description:
It was reported the cord is pulling away/breaking at the strain relief. 02/15/2023 - the returned device exhibited a cut down to the wire on the probe cable sleeve.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of cord is pulling away/breaking at the strain relief. The reported issue is confirmed; the probes cable sleeve has a cut down to the wire by the probe housing. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.